Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced a hypoglycemic event while on a train, with a reported blood glucose of 50 mg/dl, leading to loss of consciousness and treatment by emts with oral glucose. Symptoms included hypoglycemia with loss of consciousness. Outcomes included the need for emergent oral glucose administration by first responders; no hospitalization was reported. Investigation included complaint intake, case review, and troubleshooting and education completed with the patient; no device alerts or alarms were reported. Investigation of this case revealed no device malfunction or alarm behavior and no specific device component involvement, and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.